Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced hypoglycemia of 30 mg/dl. The customer's wife reported that he was not home but when she spoke to him he went low twice. The customer's wife reported that she tested his blood glucose and it was low. The customer's wife treated him with a shot of glucagon. Troubleshooting was not performed. Product is not expected to return.